Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was on the patient's stomach, back, and under her breasts. The patient described the irritation as itchiness. The patient reported having sensitive skin and allergies. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised the patient to wear the device as much as possible, but the patient can take off the device when the irritation comes back. The medical outcome is unknown.